Event description:
The caller reported a recurring issue with the time settings on their pump, which had been happening over the past year without a clear reason. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in bgs above 500 mg/dl or below 54 mg/dl. Technical support reviewed with the caller how the pump clock functions and advised them to monitor the time settings, particularly if the discrepancy exceeds five minutes, and to follow up if it recurs. The caller understood and acknowledged the instructions.